Manufacturer narrative:
The event occurred in the (B)(6).

Event description:
Caller states the patient tested 2.4 inr on the coaguchek s system and 1.9 inr on a comparison lab. Caller states that the patient's warfarin dosage was altered. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.